Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in b5 is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a balloon aortic valvuloplasty procedure. Reportedly, the first proglide device had an unspecified failure and was removed. After the second proglide was deployed, when the device was pulled out, it became stuck and tore the artery. Pressure was held and an 8f sheath was inserted at the access site. An angiogram was taken of the artery and a dissection was noticed. Access was gained via the left common femoral artery with a 6f sheath and a cross over catheter. A balloon was inflated in the rcfa; however, the patient's blood pressure dropped. Saline, levophed and packed red blood cells were administered. The balloon inflation was attempted again. A viabahn covered stent was placed in the rcfa. An angiogram was taken and a clot had formed down the leg. A penumbra was used to remove the clot. The procedure was aborted. Three units of blood were given to the patient during the procedure. The patient was stable. There was a reported clinically significant delay in the procedure and therapy and hospitalization was prolonged. The patient returned the next day for a successfully performed balloon aortic valvuloplasty procedure. The patient was discharged on (B)(6) 2020. No additional information was provided.